Event description:
Follow up with the patient¿s treating vns therapy physician revealed that the patient¿s seizure activity was still below pre-vns baseline levels and that only the patient¿s ¿staring spells¿ had increased. The physician also indicated that the patient¿s condition improved following replacement surgery.

Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death.

Event description:
Clinic notes were received for the vns patient¿s office visit on (B)(6) 2014. The notes indicate that the patient¿s device was tested and diagnostic results revealed high lead impedance (impedance value >= 10,000 ohms). The device was subsequently programmed off. The patient was experiencing an increase in seizures and worsening behavior so his medication was increased. Additional information was received stating that the patient underwent generator and lead replacement surgery on (B)(6) 2014. The generator was replaced prophylactically. It is unknown whether patient manipulation or trauma caused or contributed to the high impedance. X-rays were taken prior to surgery and a lead fracture could not be visualized. Review of the lead device history records confirmed all quality tests were passed prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. The explanted generator and lead were returned to the manufacturer for analysis. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Review of internal data showed that the high impedance changed from 2917 ohms to 12583 ohms on (B)(6) 2013. An analysis was performed on the returned lead portions and confirmed lead discontinuity. During the visual analysis of the returned 16mm portion the (-) green electrode quadfilar coil appeared to be broken approximately 4mm from the proximal end of the anchor tether. Scanning electron microscopy was performed and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Attempts for additional relevant information were made but have been unsuccessful to date.